Event description:
It was reported that the stent dislodged from the delivery system balloon. The target lesion was located in a heavily calcified and tortuous right coronary artery (rca). The 4.00x24mm promus premier stent was introduced and difficulty was encountered getting the stent to exit a non-bsc guide catheter. It was very snug. The guide catheter and the stent delivery system (sds) were removed intact. The sds was removed from the guide catheter to see if there was something wrong with the guide catheter. No issues were noted with either the sds or the guide catheter. The rca was reengaged with a jr4 guide catheter 6f and rewired. The same stent was advanced into the rca, but was unable to cross the target lesion. When an attempt as made to retract the stent back into the guide catheter, the undeployed stent came off the stent balloon into the rca. A 2.0 low profile balloon was introduced and the stent was expanded in the rca. A non-bsc stent was then deployed to expand the promus premier stent and secure it in place. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).